Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02138. It was reported the patient had redness at the ipg site but had charged for several hours on (B)(6) 2012 while laying down. No heating or burning was reported during charging. Follow-up identified the patient had developed an infection and his scs system was explanted on (B)(6) 2012. It was reported the patient is recovering from the infection. No further information is available at this time.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.